Manufacturer narrative:
No product will be returned per customer. The customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that devices infusing dopamine and epinephrine, dosages and rates not specified, shut off. The patient's blood pressure dropped; an epinephrine bolus was prepared, however the clinician in attendance was able to restart the infusion on new pumps, the patient stabilized without needing the bolus and had no lasting effects from the event. Internal inspection by the hospital's biomed noted the iui connectors needed to be replaced.